Event description:
Information received indicates all of the casters swivel around when the brake is set but the caster wheels do not roll.

Manufacturer narrative:
The technician replaced the four casters to repair the bed.